Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed on a patient under general anesthesia using the watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds). After deploying the 27mm wds, st segment elevation was observed on the electrocardiogram (EKG). The closure device was released trapping the air behind the closure device in the laa. The fraction of inspired oxygen (fio2) was increased to 100% and the st segment elevation was resolved. It was suspected the air entry occurred when loading the device as the device was prepped with a lack of wet-to-wet technique while loading the system. There were no further complications, and the patient was discharged the next day.